Event description:
The customer reported the ventilator would lose power and not power on. The customer reported the device was not in use on a patient. The manufacturers field service engineer was able to duplicate the reported problem. Review of the device diagnostic log noted a power fail occurrence during operation. The service engineer replaced the power supply to address the reported problem. Final testing was performed to operating specifications.